Event description:
Boston scientific received information that this implantable right atrial (ra) lead dislodged one day post implant. The lead was unable to be repositioned and was explanted. Another ra lead was successfully implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.